Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump black box showed multiple unexplained pump reboots. A visual inspection revealed that the battery compartment was cracked at the threads down to the case seal on the side and below the grip pad. The returned battery cap threads were stripped and the cap was unable to fit securely to the pump; a power loss occurred with the returned battery cap. During testing, a test battery cap was used and no further power interruption occurred during the investigation. The pump cover was removed and no damage or moisture ingress was observed on the power circuit. The complaint of intermittent power was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).